Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive are unit with blood glucose (bg) level of 419 mg/dl. The customer had high ketone levels, which were identified as life-threatening by the healthcare provider. There were no issues observed with the cartridge, infusion set tubing, cannula, or insulin itself. The customer treated the condition with multiple daily injections, and received intravenous fluids and insulin therapy, which successfully resolved the issue without causing any permanent damage. The customer was released from the hospital on (B)(6) 2025.